Event description:
New information notes the lead was capped and replaced during routine device changeout.

Event description:
It was reported that externalized conductors were visible via fluoroscopy. The lead exhibited normal electrical functions when tested. High thresholds were observed. No electrical anomalies were noted. The lead will be scheduled for replacement.

Manufacturer narrative:
A partial lead with the connector pin measuring 14.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.